Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient said they had a knee replacement surgery on (B)(6), 2026 and after that surgery their implant seemed to stop working. Patient said they turned off their therapy for the surgery and made sure to turn therapy back on afterwards. Patient said prior to surgery therapy had been working fine for their symptoms and the patient went to a rehab facility after the surgery and they said that all of a sudden, they started to get some kind of bladder infection where they had burning pain. Patient said the bladder infection had "nothing to do with" manufacturer or the implant. Patient said they saw a physician that was different from their usual managing physician and the doctor confirmed that the therapy was still on. Patient mentioned that the last time they saw their usual managing physician they said when the doctor had adjusted their stimulation prior they were feeling stimulation coming from the left inner thigh up to their private parts but they didn't feel any stimulation at all. During the call patient connected with their implant and therapy was on program 1 at 1.4 ma. Patient increased stimulation to 1.8 ma and felt stimulation comfortably in the bicycle seat area. Patient will monitor symptoms and follow up with physician if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.